Event description:
Additional info received from MFR on 06/23/1998: the thermometer was not returned for evaluation even though medwatch report stated that it was being returned to the MFR on 3/18/98. Co has no way to confirm any problem with the thermometer without evaluating the unit.